Event description:
It was reported that a user experienced hyperglycemia after an occlusion alert occurred following an infusion set change and physical activity; the ilet displayed ¿high,¿ a fingerstick measured 461 mg/dl, and subsequent readings ranged from 478 mg/dl to 412 mg/dl on meter and approximately 393 mg/dl on cgm, with six ¿dosing stopped¿ events attributed to dismissal of the occlusion alert before the infusion site was changed. Investigation of this case revealed user response to an occlusion alert that delayed infusion site replacement and likely contributed to persistent hyperglycemia until the site was changed. No clinical symptoms associated to elevated blood glucose consistent with hyperglycemia were reported. Outcomes included infusion site change to an alternate location, and resolution of occlusion alerts. It was concluded that hyperglycemia occurred with cause unclear, with contributory factors including an occlusion alert and delayed site change following alert dismissal. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.